Event description:
It was reported that the atrial lead exhibited oversensing. During the revision procedure, the lead was noted to be fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.